Event description:
In 2008, a 30mm amplatzer septal occluder (aso) was implanted in an atrial septal defect (asd) that measured 24mm native and 29mm distended. At the six-month follow-up, the aso was observed floating in the left atrium. The static size of the asd was now 40mm. It was reported that when the aso was removed surgically, it appeared that the aso tore the rims of the asd and created a larger defect.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.the implant date has been estimated.